Event description:
It was reported that the patient had a backup battery fault alarm that failed to clear with a self-test. The emergency backup battery (ebb) had previously been replaced but the backup battery fault alarm returned. The ebb was replaced but the alarm did not resolve. The system controller was exchanged. Log files confirmed backup battery fault alarms on (B)(6) 2024 due to the ebb failing the load test.

Manufacturer narrative:
Section a: patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on the reported event dates 09dec2024 and 10dec2024. The initial alarm triggering on (B)(6) 2024 was at ~00:05:41, the onset of the alarm was not captured in the event log file. The alarm briefly resolved after reinstalling the backup battery and retriggered at 8:50:02 on (B)(6) 2024 due to not passing the load test again. The loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The backup battery fault remained active throughout the remainder of the log files submitted. No other notable events were observed. The system controller (serial number (B)(6) was returned for analysis; however, no backup battery fault was reproduced during testing of the returned product. The backup battery fault alarm retriggered on (B)(6) 2024 and was resolved upon exchanging the system controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 28jun2021. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 27aug2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.